Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial # (B)(4), product type: recharger. Analysis of the 37761, sn # (B)(4) found evidence of broken connector pins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the desktop charger (dtc) had a broken connector pin, and that the patient was unable to charge their ins. The patient stated that they have been unable to charge their ins recharger (insr) and that the ins is "dead". A replacement dtc was sent. No additional patient symptoms or additional device complications were reported with this event.